Event description:
Additional information received reported the alarm occurred per the healthcare professionals (hcp) nurse who interrogated the pump. The pump reservoir was checked on 2015 (B)(6) and the numbers were correct. The pump was filled with the patient's regular medications (dilaudid 30 mg/ml and clonidine 1000 mcg/ml) and set to a daily rate of "dilaudid 2mg/ml". The patient was receiving effect therapy.

Event description:
It was reported that the patient experienced withdrawal symptoms after allowing his pump to go dry. The reservoir alarm date was stated to have occurred on (B)(6) 2015. It was stated that preservative free normal saline was placed in the pump at the rate of 1ml/day. The patient was to be seen again in 5-10 days to check the reservoir volume. If that check was acceptable, the pump would be refilled with drug. If not acceptable, a replacement would be planned. The patient's status at the time of the event was stated to be alive with no injury. The pump was used to deliver dilaudid and clonidine. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).